Manufacturer narrative:
Literature citation : takuya kato, koji oyama, jun fukuda, yukio kawaguchi, masashi koyanagi, genki kuroda. "Short term postoperative course of balloon kyphoplasty (bkp) in patients with vertebra fracture due to osteoporosis (with the use of two x-ray tables)". Pt age. Mean age = 74.2 years (range: 64-84 years). Pt gender. 2 males and 10 females. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that a total of 12 patients with 12 affect vertebrae (2 males and 10 females) underwent balloon kyphoplasty procedures (bkp) from september 2012 to april 2013. Their mean age was 74.2 years (range: 64-84 years), and mean follow-up period was 4.1 months (2-7 months). The operated site was th12 in 1 case, l1 in 4 cases, l2 in 4 cases, l3 in 2 cases and l4 in 1 case. Mean balloon inflation pressure was 143 psi (80-260 psi) on the left side and 129 psi (60-220 psi) on the right side. Mean quantity of cement used was 2.42 ml (1.5-3 ml) on the left side and 2.48 ml (1.5-4 ml) on the right side. Patients were evaluated for short term postoperative results. It was reported that intra-operatively, there was one case of "cement leakage into the anterior side of the vertebra". This malfunction did not affect clinical symptoms, according to the report.